Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received indicated that ''unable to accommodate multifocal lens'' was defined as patient reporting she had difficulty driving and reading due to blurred vision after cataract surgery. At her one day post op visit 1/22/2015, she complained of blurry vision 20/30. Patient doing well after explant, vision 20/25. Right eye. Date of event: (B)(6) 2015 device returned to manufacturer: no. Patient code: 2137- blurred/ blurry vision. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing record records was evaluated and this revealed that the product was manufactured according to specification. A complaint history search was performed and revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of event is unknown best estimate is between (B)(6) 2015(implant date)- (B)(6) 2019 (explant date). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 22.0 diopter intraocular lens (iol) was implanted on (B)(6) 2015. It was later explanted on (B)(6) 2019, because the patient was unable to accommodate the multifocal lens. There was a vitrectomy required and the incision was enlarged. The replacement was a non-jjsv lens. Patient outcome was noted as fine. No additional information was provided.